Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer was provided with a part number for the power supply. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator led on the power supply is blinking when ac power is present and during the battery test the vent turns off and on constantly. The customer confirmed that there is no patient associated with this reported event.